Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient lost consciousness at home and was admitted to the facility. There appeared to be a possibility of suction event. The event log captured was full of frequent pulsatility index (pi) event on (B)(6) 2025 from 10:16 to 11:05.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively determined through this evaluation. Review of the submitted log files confirmed pulsatility index (pi) events; however, a specific cause for these events could not be conclusively determined through this evaluation. The controller event log file contained events on 27nov2025 from 10:16:22 to 13:40:17, per the timestamps. Numerous pi events were also captured throughout the log file. No notable events were captured. The pump appeared to function as intended for the duration of the log file. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), revision, rev. D is currently available. Section 1 of this IFU lists potential adverse events that may be associated with the use of the hm3 lvas. Section 1 also explains all pump parameters including pulsatility index (pi). In reference to pulsatility index (pi), section 1 and section 4 of the IFU, "heartmate touch¿ communication system", state that ¿pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle)¿. Section 4 explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. This section also states that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This cycle repeats as long as pi events are detected. This decrease in speed is accompanied by a reduced pump flow. Furthermore, there are no audible alarms with a pi event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was discharged on (B)(6) 2025. The patient was readmitted on (B)(6) 2025 due to syncope. The patient received cardiac catheterization, and their central venous pressure was 5mmhg, their pulmonary artery systolic pressure was 25 mmhg, their pulmonary artery diastolic pressure was 7 mmhg, and their pulmonary artery wedge pressure was 11 mmhg. Their cardiac output was 5.0lpm. The patient was discharged on (B)(6) 2025.